Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was damaged. Additional information was requested but was not available. There were no adverse consequences for the patient.